Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0kmyx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was in pain in the buttocks and vaginal area following implant. The pain was present when bending over. The discomfort could be due to their pre-existing neuropathy and fibromyalgia. The stimulator was moved when the patient lay on their right hip. A couple of months later, an x-ray was performed and showed the stimulator was tilted. Revision surgery was performed in fear that the leads would break. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.